Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips there was a therapy disable error appearing. There was no patient involvement.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the device. Based on the information available and the testing conducted, the cause of the reported problem was, due to the defective therapy capacitor. The reported problem was confirmed. The fse replaced the capacitor. The device was operational after repairs were completed.